Event description:
It was reported to resmed that an astral device had a blank display and did not power on. There was no harm or injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. The reported complaint was confirmed. The main circuit board was replaced to address the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).